Event description:
Procedure: colectomy. According to the report: staples did not form a complete staple line. A new load was opened to complete the case. Tissue damage occurred as a result of the stapler not functioning properly. The stapler cut and stapled but not complete. They needed to create another anastomosis. Case delayed 20-30 minutes. No bowel leakage was reported. No additional pt info is available.

Manufacturer narrative:
Date initial report sent: 9/22/2009.